Event description:
Flexiflo quantum pump set with piercing pin and flush bag units (lot#47822ry)were incorrectly labeled as top-fill enteral nutrition bag.

Manufacturer narrative:
Abbott nutrition voluntarily recalled flexiflo quantum pump set, lot #47822ry on 06/26/08, because a small number of the individual units were incorrectly labeled at top fill enteral nutrition bags, lot #47822ry.